Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional product codes and common device names: mnh ¿ orthosis, spondylolisthesis spinal fixation; mni ¿ orthosis, spinal pedicle fixation; kwq ¿ appliance, fixation, spinal intervertebral body; kwp ¿ appliance, fixation, spinal intervertebral body. Investigation could not be completed, no conclusion could be drawn as no device was returned and the lot number was not provided.

Event description:
During placement of an l5 screw on the right side for an l4-l5 lumbar fusion, the screwdriver disengaged from the screwdriver/holding sleeve. Subsequently, the screwdriver struck the dura causing a dural tear. The dural tear was repaired, delaying the procedure by twenty minutes. The procedure was completed as planned. This is 1 of 4 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis.